Event description:
Related manufacturer reference number:2017865-2022-22615. It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right atrial and right ventricular leads exhibited noise. Both leads were capped and replaced on 18 aug 2022. The patient was in stable condition.